Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and charge it. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed on troubleshooting steps, advised to place pump into storage mode before return, and informed that pump settings and cgm connection would need to be programmed on replacement pump, and technical support arranged shipment of replacement pump and instructed customer to return problematic pump using pre-paid label.